Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) mentioned they saw a message on their controller a couple of days ago when they were charging and the pt "put the controller down and did not do anything about it;" pt said they were not paying much attention and do not remember anything about the message beyond that "it started with an e." Pt said they were able to charge just fine the last time they charged. Pt said now, they were not feeling their therapy the way they normally felt their therapy since last night. Pt said they normally felt their therapy when lying in bed, but now, was not feeling the therapy in bed. Pt said they did not feel their therapy much anyway, but only felt the therapy now when they "put their back way back." The patient was redirected to their healthcare provider to further address the issue. Pt said they "did not think the spinal cord stimulator(scs) was put in correctly" and the pt was not comfortable with their implanting hcp, (B)(6), because they had seen (B)(6) lie to someone before. Pt said they had a regular back hcp in (B)(6) that "fixed their back twice," but was currently in (B)(6). Pt said they had spoken to a mdt rep. In the past about some information they wanted to ask about, but the mdt rep. Stopped returning their calls in the past (patient services specialist understood the pt did not call the mdt rep. About this issue).redirected caller: patient's hcp sent physician listings via email to pt. On (B)(6) 2019 the patient (pt) reported they are not happy with mdt. The pt reported that they need a rep closer to them as the stimulator does not work all the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.